Event description:
In (B)(6) of 2010, I was told by my orthopedic surgeon that my biomet metal on metal hip replacements had both failed and needed to be replaced. I had a very high metal ion count and through ultrasound, at least one pseudo tumor was found in each hip. In (B)(6), I had my left hip revised. In (B)(6), I had it revised a second time because the first revision didn't take. The implant did not grow into the bone. I will eventually need my right hip revised, but the doctor wants to wait until my left hip is 100%.